Event description:
Philips received a complaint by the customer on the v60 indicating that the patient disconnect alarm was "slow". It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the patient disconnect alarm was "slow". The issue was unable to be duplicated. No further action was required. The customer cancelled the repair. The issue was unable to be duplicated. No further action was required. The customer cancelled the repair. The investigation concludes that no further action is required at this time.